Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and functional testing were performed. Functional testing revealed a leak from the air vent of the drip chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a colleague set was leaking from its air vent. This occurred during priming. There was no patient involvement. No additional information is available.